Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone that customer was hospitalized on july 12, 2020 due to low blood glucose level 22 mg/dl. Customer was experiencing mental confusion and weakness due to low blood glucose level. Customer took glucose tablet to treat low blood glucose level. Customer alleged that insulin pump was over delivering. It was unknown if insulin pump was on auto mode. Insulin pump will not be returned for analysis.